Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock for atrial fibrillation. Further review found the existing implantable cardioverter defibrillator (ICD) had triggered a code 1005. The fault was cleared and the device revealed shock impedances on this right ventricular (rv) lead were varying from out of range values of greater than 125 ohms, to in range values around 90 ohms. Boston scientific technical services recommended that the ICD and rv lead be replaced. The lead was then extracted and the ICD was replaced. The rv lead was a competitor's product and the existing system is now all a competitor's product. No additional adverse patient effects were reported.